Event description:
Pt alleged that in 2004 the meter began reading inaccurately high. They stated that they first obtained a result of 99 mg/dl before bed in 2004. They retested at 11:30pm-12am and obtained a result of 195 mg/dl. They woke at 2am and retested with a result of 257 mg/dl. They then took a bolus of insulin from their pump and took 10 units. The next morning, they tested at 10 am and obtained a result of 256 mg/dl. They took an insulin shot of 15 units and 5 units of bolus. They reported no symptoms when obtaining the high results. They then ate breakfast and went to church. About 3 to 4 hours later when they were at home they told their family member that they did not feel good. They stated that when they are hypoglycemic, they typically see a bright light in their right eye; they did not see this. They stated that they became very confused. Their family member called the paramedics who arrived about 20 minutes later. They tested on their meter and obtained a result of 31 mg/dl. The pt's spouse tested the pt at this time and obtained a result on the pt's meter of 277 mg/dl. They were treated with glucose and taken to the hosp for about 4 hours, then released. They thought the test strips that they were using were left opened and may have been exposed to air. They performed a control solution test with a new vial of strips and it passed. They then performed a control solution test with the suspect vial of strips and the result was high. Based on the info provided, there is no evidence of a meter malfunction. However the pt did suffer a serious injury due to use error. New strips are being replaced for the pt. No further info has been reported.